Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat low back pain. Upon activation of the system on (B)(6) 2023 the patient reported that pain levels had been reduced to 2 on a scale of 1-10. In (B)(6) 2024 the patient reported loss of therapy. Imaging found the leads had migrated away from the target location. Surgical revision took place on (B)(6) 2024 to replace the migrated lead only. No other components were removed or replaced.

Manufacturer narrative:
No reports of falls or any other external trauma that would lead to migration of the leads. Patient had initially reported significant pain relief, indicating that lead positioning at the time of implant was appropriate. Migration of components is a known inherent risk of implantable neuromodulation devices.